Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a shattered light. The lights were found to be broken mid procedure. A pituitary was used to retrieve the pieces of the light. There was one piece recovered from the patient. They visually inspected in the patient and suction irrigated to ensure nothing was retained.